Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the device presented a defect from the beginning of the procedure. Not occurring the sealing and cutting. There was no patient harm.